Manufacturer narrative:
Complaint no: (B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample is reportedly available but has not yet been received for evaluation.

Manufacturer narrative:
(B)(4). Despite baxter's attempts, the device could not be obtained for evaluation. Since no sample was available for evaluation, the complaint could not be confirmed. The cause of the reported problem is undetermined. The jc8109 set is manually assembled using a fixture that prevents the assembly of the colleague clamp in the wrong orientation. These fixtures are tested every week to ensure they work correctly. No issue was noted during the tests performed on (B)(6) 2010 and (B)(6) 2010. The problem cannot be related to the manufacturing process. Baxter will continue to monitor the trends and take further actions if deemed necessary. Batch record review was completed for product code jc8109, lot number st10d018, and no defect was observed.

Event description:
The customer reported that a patient was in the intensive care unit receiving an inotrope intravenously (IV) and the nursing staff noted that the patient's blood pressure dropped. The IV tubing was back filling with blood and blood was leaking from the tubing. The patient's blood pressure continued to drop while the staff primed and hung a replacement IV tubing line. The patient recovered.